Event description:
The ge oec 9800 fluoroscopy system had no display on the left (live) monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a bent pin in the interconnect lemo receptacle. The pin was repaired. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.